Event description:
Sorin group received a report that the speed potentiometers of the s3 roller pump did not have the zero point and the pump does not stop. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the soring group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for evaluation. The potentiometer was sent to the supplier for investigation. The supplier stated that the mechanical stop of the potentiometers had been over-torqued. Normally, there is an over-wind protection built in the operating knob but this part was not received for investigation. The supplier noted the problem seemed to be caused by a handling fault. No further action is deemed necessary.